Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.6cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead punctured when it was loaded over the guidewire. It was replaced. The patient was in stable condition.